Event description:
An low alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone type with unknown operating system. The customer was unable to receive glucose alarms. As a result, the customer experienced symptoms of hypoglycemia and lost consciousness. The customer was unable to self-treat, requiring unspecified third-party treatment from a healthcare professional (hcp). Details of the type of treatment were unspecified. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a sweden customer. This is same/similar to us freestyle libre 2 ios application, model number 71926-01.